Event description:
Some fragment of my tampons stayed in my body and I had to have them medically removed [foreign body in reproductive tract]. Bacterial vaginosis [bacterial vaginosis]. Vaginal odor [vaginal odour]. Case narrative: on 06-sep-2023, a spontaneous report was received from a consumer regarding a 37-year-old white, caucasian female who was being treated with playtex sport (scented) tampons with odorshield (tampon, menstrual, scented, deodorized) and playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date (reported as had used for years, relative to 06-sep-2023), the patient started use with playtex sport (scented) tampons with odorshield and playtex sport plastic, unscented. On (B)(6) 2023, after starting the product, the patient noticed 1 loose piece came out and the patient thought that was all. On (B)(6) 2023, during sexual relations, she noticed a bad odor which continued until she went to the gynecologist on (B)(6) 2023. Upon examination, the doctor found two pieces of fiber (also reported as 2 more loose pieces) and medically removed them. A vaginal swab was taken to test for stds (sexually transmitted diseases) and was negative. The patient was diagnosed with bacterial vaginosis and was prescribed metronidazole 0.75% gel as treatment. On (B)(6) 2023, the patient used her last dose of medication and felt she had recovered. The patient used 2 different types of tampons during her period and was unsure what box the used tampon came from, but she was almost sure it was "the regular/super multipack." As of 06-sep-2023, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the dhrs and supporting documentation. No trends were identified for the lots or product. Review of the DHR and supporting documentation showed no evidence of issues present with released product that would have an association with this malfunction of tampon performance. The investigation revealed no issues that would require corrective action for the products manufactured.